Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error (open book) due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Insulin pump received with moisture damage noted on motor, vibrator motor or battery tube assembly.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear the alarm and was able to complete rewind. Displacement verification test was passed. No harm requiring medical intervention was reported. The device will be returned for analysis.